Event description:
Additional information was received for this case. The type IV endoleak resolved with out further intervention. The patient is fine.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an 7.0 cm in diameter adominal aortic aneurysm. The vessel morphology was reported as the aortic neck was 19 mm in diameter at the renal artery and 21 mm in length. It was reported that the physician implanted the stent graft 3 mm to 4 mm below the renal artery. It was reported that the final angiogram revealed a type IV endoleak coming from a tight location just below the gate. This area was modelled with a balloon; however, the endoleak did not resolve. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).